Event description:
The facility reports an overinfusion occurred on a ipump. After 24 hours of infusing, 50 ml's should have been left, and none were. This event occurred during patient use. The pump was delivering dilaudid, and the facility suspects that the patient tampered with the device. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The device has not yet been received in baxter. A follow-up report will be submitted once the device has been received, and the evaluation has been completed.